Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected pump error 68/49/23 alarms noted during testing. S/w ver 2.9d pump not in manufacture mode. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 2843 file number 26(low backup vcc/low backup battery voltage) problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump switched off after battery change. Customer reported that there were multiple pump errors in insulin pump history. Customer was able to clear the alarms. Customer also reported that they did not receive request for insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.